Manufacturer narrative:
Concomitants: (B)(6) 300-30-09 - equinoxe preserve stem 9mm. (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-15-07 - sup/post aug plate, l rs glenoid baseplate. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-38-00 - 145-deg pe 38mm hum liner +0. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) a10012 - gps implant kit v2. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised 19 days post operation. Reason for the revision was not reported. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.